Event description:
Patient underwent a laparotomy for a small bowel resection. The surgery revealed extensive adhesions which were lysed. One sheet of seprafilm was placed between the omentum and the abdominal wall in 2005. The patient's medical history is signification for hysterectomy, colonoscopy, lumbar spinal support placement, and two prior bowel obstruction surgeries. Approximately four hours after the surgery, the patient developed a fever of 101.8 degrees fahrenheit. The temperature increased to 103 degrees fahrenheit over the following three days. A computed axial tomography scan revealed a fluid collection between the abdominal wall and bowel. There was no evidence of a bowel leak. The patient was brought back for surgery 5 days later. The fluide collection was located at the area of seprafilm palcement. The physician noted that the seprafilm was inflamed and adhered to the omentum and could not be removed. 800ml of fluid was drained, and the fever resolved. There was also a mild wound infection. The patient recovered with sequelae. The intensity of the events was reported as severe. It was the option of the physician that the events were definitely related to seprafilm.